Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio determined damage to the strap on the high voltage capacitor was the cause of the reported issue. The device was destructively tested. The customer received a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use reported with the event. Upon evaluation by physio-control the device was found to fail to charge and provide defibrillation.